Event description:
High impedance was identified on a patient's device from a review of the manufacturer¿s in-house programming history database. A system diagnostic was performed and resulted high impedance, and was then programmed to lower settings. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explanted devices were reported to have been discarded by the hospital.

Event description:
Clinic notes were received for a replacement referral. The notes from a visit on (B)(6) 2018 report chest and neck x-rays are normal, but high impedance was present. The device was programmed off.

Event description:
Additional information was received from a periodic review of the generator's programming history. It was previously reported from clinic notes that high impedance was observed, but no diagnostics were provided.